Manufacturer narrative:
A review of the mfg paperwork will be conducted. Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An 18 fr introducer sheath could not be advanced due to a narrow left access vessel, so the sheath was exchanged for a 12 fr sheath. The gore excluder aaa endoprostheses were implanted with no issue. It was reported the pt complained of back pain intraoperatively. The procedure was concluded and the pt was moved to the ICU. Later the same day, the pt presented with ischemia and a brownish discoloration in his left lower limb. An emergent angiogram was performed, showing a slight superficial femoral artery (sfa) but no other left vessels. The pt developed bradycardia. A hemodialysis and pcps was performed, but the pt did not recover. On (B)(6) 2011, the pt expired due to acute renal failure. According to the physician, the cause of death was cholesterol crystal embolism. An autopsy was not performed.